Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor needle was missing. The customer¿s blood glucose was 210 mg/dl at the time of incident. Customer also reported that when the sensor was loaded to the serter, the needle got pulled out. The product is being replaced and is not expected to return for analysis.